Manufacturer narrative:
19-aug-2021 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of plastic parts and driving shaft due to usage of abrasive toothpaste in combination with insufficient cleaning.

Event description:
Consumer via e-mail stated that the crossaction brush heads kept "slipping" off of the hand piece while he was brushing with his oral-b genius power toothbrush. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via e-mail stated that the crossaction brush heads kept "slipping" off of the hand piece while he was brushing with his oral-b genius power toothbrush. No injury was reported.